Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to johnson & johnson medtech for evaluation. A visual inspection and force test of the returned device were performed following johnson & johnson medtech procedures. Visual analysis revealed a separation between pebax and electrode section and a foreign material inside it. A force test was performed and no errors were observed. The force values and the vector were observed within specifications. No force issues were observed. A manufacturing record evaluation was performed for the finished device number lot 31445475l and no internal actions related to the complaint were found during the review. The reddish material inside the pebax could be related to the force issue reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the pebax damage cannot be determined. The instruction for use (IFU) contains the following warnings and precautions: in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostatic valve of the sheath. After insertion, slide the insertion tube back toward the handle. Do not scrub or twist the tip electrode because damage to the tip electrode bond may occur and loosen the tip electrode, or damage to the contact force sensor and affect measurement accuracy. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through johnson & johnson medtech quality system. An internal action was created for further investigation of the force sensor sleeve insolation to prevent fluids to get inside into the device. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that the patient underwent an atrial fibrillation ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and post procedure the bwi product analysis lab identified a separation between pebax and electrode section and a foreign material inside it. During the procedure, the carto 3 system was displaying high force readings and the medical team was unable to rezero about halfway through ablation. They removed the catheter from the body and noticed "blood in the spring". They attempted rezeroing several times without resolution. The catheter was replaced and the issue was resolved. The procedure was continued. No patient consequences were reported.